Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic sleeve gastrectomy. A few days later, the patient began experiencing distressed and went to the ER. The patient became septic and underwent emergency medical procedure.